Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cycler remote toolbox (crt) (B)(6) software was used to diagnose the device heating system. All bag sensors were within specified limits. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.